Event description:
The nurse was caring for a patient undergoing a CT scan with a solution of heparin. The nurse turned off and disconnected the infusion pump from the IV site. Upon completion of the scan, the nurse reconnected and turned the infusion pump on. She set the rate on the pump at 900 ml/hr and the volume to be delivered at 75ml (nurse estimated that 75-100ml was left in the bag). The patient was then returned to telemetry. While the nurse was caring for the next patient, she realized that she set the pump at 900ml/hr instead of 900 units/hour. She immediately called the telemetry nurse. There was no patient injury.

Manufacturer narrative:
The pump was tested and found to operate within specification. The operation history log was also downloaded and reviewed. The "clear all" feature was activated but operation log does not contain information at the time of the event. Note: clear all - if this feature is employed, the device always powers up in standard mode and displays zero rate and volume to be delivered.